Manufacturer narrative:
The device was not received for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex with shield device did not open during a procedure. The patient was undergoing flow diversion of a small unruptured saccular aneurysm located in communicating carotid artery segment. Measuring 8mmx5mm, landing zone proximal 4.5, distal 4.0. The vessel was observed normal tortuous. It was reported that the physician put the microcatheter into the m2, the pipeline was advanced inside the microcatheter and started deployment. The physician released approximately 15 mm of the device , but the distal part of pipeline never deploy. The pipeline and any accessory devices were prepared as indicated in the IFU. The pipeline was not positioned in a bend. There was not any additional steps or other devices required to open the pipeline. More than 50% of the pipeline had been deployed when it failed to open. Less than or equal to 2 times the pipeline resheathed. The pipeline was resheathed and removed with the microcatheter. There were no patient symptoms or complications associated with this event. No medical or surgical intervention needed to prevent a permanent impairment of a function.

Manufacturer narrative:
The pipeline flex with shield was returned inside of a sealed bio-hazard bag and a shipping box. When compared to the drawings the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend was observed on the pusher. The distal and proximal ends of the pipeline flex shield braid fully opened and no damage. No blood was observed on the returned device. No other anomalies were observed. Based on the analysis findings, the pipeline flex with shield was not confirmed to have failure to open at the distal end. The event cause could not be determined as the distal and proximal ends of the pipeline flex with shield braid were fully opened and no damage. There was no malfunction of the pipeline flex shield or conformance to specification identified that led to the failure to open issue. Possible cause includes patient tortuous anatomy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.